Event description:
Potential for injury associated with a tdxsp-cg custom power wheelchair where the controller fault is coming up intermittently. This can indicate the potential for the user to become stranded.